Event description:
Caller reported a cartridge alarm 30, which did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on putting the old pump into storage mode and returning it to tandem using the provided return box and label. The customer understood these instructions and agreed to return the pump within 10 days. The replacement pump was sent, and the caller was advised to program their settings and connect their cgm to the new pump.